Event description:
Right knee swelled [swelling of r knee], very painful [knee pain], drained the knee [effusion (r) knee]. Case narrative: this case was cross referenced with case (B)(4) (multiple devices for same patient). Initial information received from united states on 27-mar-2019 regarding an unsolicited valid serious case received from patient. This case involves adult patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc one) and experienced right knee swelled, very painful (latency: unknown) and drained the knee (latency: 4 days) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had hylan g-f 20, sodium hyaluronate treatment before and experienced the same reaction and received steroids. On an unknown date in 2019 (recently), the patient had fifth intra-articular injection hylan g-f 20, sodium hyaluronate, at an unknown dose, once (with an unknown batch number) for unknown indication in both knees. On an unknown date in 2019, after unknown latency, the right of patient swelled and was very painful. On an unknown in 2019, 4 days after the injection, patient went to the doctor who drained the knee and injected a steroid. On fifth day after the injection, 65 ml of fluid was drained from the knee. Patient wanted to know if part or all of the hylan g-f 20, sodium hyaluronate was also removed with the fluid drainage. It was reported that patient gets great relief form the injections and do not want to get future treatment if he was draining it out afterwards. Corrective treatment: steroids and 65 ml of fluid for was drained for drained the knee and right knee swelled and steroid for other event. Outcome: unknown for all events. Seriousness criteria: intervention required for all events. A product technical complaint was initiated on 04-apr-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 04-apr-2019. Investigation summary received and ptc results added. Text amended accordingly.